Event description:
It was reported that while removing the xxl vascular angioplasty catheter from a storage rack at the facility, it was noted that the "protection cover was damaged." The sterility of the product was in question.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that it was returned within its outer pouch package. Examination of the chevron seal and the in house bsc seal of the pouch found no anomalies, all seals were intact. Damage was noted along the length of the package on the labeled foil side. Two holes were noted on the foil side of the package at approximately 105mm and 410mm from the bottom edge of the product label measuring approximately 5mm and 3mm respectively. The print on the label was smudged and difficult to read in parts. Some foreign matter was noted on the tyvek side of the package. The device was sealed within its packaging tray and inner pouch inside the damaged outer pouch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probably root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while removing the xxl, vascular angioplasty catheter from a storage rack at the facility, it was noted that the "protection cover was damaged". The sterility of the product was in question.